Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional relevant information becomes available.

Event description:
Customer reported "the ceramic part has broken". The event was found during reprocessing. There was no patient involvement in this reported event.